Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer was unable to troubleshoot the issue at the time, and technical support planned to follow up; however, after leaving a voicemail and sending a follow-up email, the case was closed. No additional information was received regarding the outcome of the event.